Manufacturer narrative:
Model number/catalog number: sc-2218-50. Serial number: (B)(4); model/catalog description: linear st lead kit 50 cm.

Event description:
A report was received that the patient was not getting adequate stimulation due to lead migration. The patient underwent a revision procedure wherein the leads were simply pulled down and sutured to fascia. The patient was programmed and doing well postoperatively.